Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open box with (B)(4) closed units of code 0436536 and batch 622371, nevertheless the box is labeled as b0436538 and batch 622362. This mistake took place while preparing the shipment to the end customer. The order contained two boxes of the code b0436538 and batch 622362 and two boxes of the code b0436536 and batches 622363 and 622371. Because of the similar codes, we assume that the box of the code b0436536 and batch 622371 was labeled with the label of the box b0436538 and batch 622362. Moreover, we assume that the other box labeled as b0436536 and batch 622371 contains the product b0436538 and batch 622371. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported, an issue with dafilon suture. The client reported that in the box, there was a wrong product, dafilon 1 0436536 from lot 622371 (expires 12/09/2027). Additional information has been requested.